Event description:
Healthcare professional reported "exchange of textured devices due to patient's concern with product". Later healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - rupture: observed 2 openings assessed as fold flaw opening. - anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, non-penetrating nick and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.a review of the device history record has been completed. No deviations or non-conformances noted.reason for reoperation: rupture.

Event description:
Healthcare professional reported "exchange of textured devices due to patient's concern with product". Later healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced.